Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced uncomfort with eye focusing. The iol was exchanged one month later for the same lens model but one and a half diopters more power. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in a lens case loose in a bag. Solution is dried on the lens. One haptic is broken from the optic and has some of the optic edge material still attached. This haptic was returned. The optic is torn/cut into two portions similar to damage from insertion and removal. Product history records were reviewed and documentation indicated the product met release criteria. The associated product information was not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause for the reported visual issues. The optic was torn/cut similar in appearance to damage from insertion and removal. Additional lens damage was observed. It cannot be determined if the additional damage occurred during removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reported indicated the 7.5 diopter lens was removed and replaced with a 9.0 diopter lens. The increase in one and a half diopter may suggest that the replacement lens was an improved selection for the vision needs. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).